Manufacturer narrative:
Additional information was received on 3/30/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 600cc mentor smooth round moderate plus profile saline breast catalog: 3502600 lot: 7279207 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 600cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2019 and will be replaced with a 600cc mentor smooth round moderate plus profile saline breast implant.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/24/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed on anterior view a tear measuring approximately 0.3 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/14/2019, patient has a planned explantation on (B)(6) 2020 and will be replaced with a 600cc mentor smooth round moderate plus profile saline breast implant. Manufacturer¿s reference number: (B)(4).